Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh and a (B)(4) advantage were implanted. It was reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient had a concurrent procedure of a hysterectomy performed during mesh implantation. It was also reported that the patient underwent mesh revision/removal on (B)(6) 2007. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: 12/11/2018. Additional narrative: it was reported that the patient died on (B)(6) 2015. No additional information was provided.